Event description:
It was reported that the device was unable to be interrogated. The device was not implanted.

Manufacturer narrative:
The reported field event of an inability to interrogate the device was not confirmed in the laboratory. Successful communication was established via both inductive and rf telemetry. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reported inability to interrogate the device could not be determined.